Event description:
It was reported that, upon review of device measurements following an off-label magnetic resonance imaging scan, it was determined that this right ventricular (rv) lead had exhibited high, out-of-range pacing impedance measurements since april. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).